Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR : promus element mr ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent identified proximal damage. Strut row1 from the proximal end of the stent was lifted and pulled distally. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged section was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80-90% stenosed target lesion was located in the moderately tortuous and non-calcified circumflex (cx) artery. After a 0.014 guidewire passed the lesion, a 2.25 x 16 mm promus element ¿ was advanced but failed to cross the lesion. The device removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.